Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 2 months ago. Aneurysm morphology at the time of implant was not reported. Vessels were non-tortuous and had mild calcification. It was reported that approx 1 month post-implantation, a proximal type I endoleak was noted. The physician elected to intervene by placing a 34 mm diameter talent thoracic cuff; however, the endoleak remained. After re-ballooning the proximal aorta, the endoleak diminished, leaving just a type IV endoleak. The physician elected not to intervene any further, but to monitor the pt. No further intervention has been reported. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak).